Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the patient had not recovered. He was being followed by a cornea surgeon concurrently and they were deciding if he need a partial transplant or not.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, he had a patient who paid for a company lens several months ago. During the injection process the trailing haptic was amputated. He had to cut out the lens and put in a new one. The patient's cornea was not healing well and he likely needs a partial corneal transplant. Because he was not seeing well, he was on partial disability with income loss. Additional information has been requested and received stating that once lens was implanted, dr noticed one haptic amputated. Missing haptic was in the cartridge. Surgeons opinion was lens was probably manually misloaded by nursing staff. There was patient harm. Diagnosis of harm was damaged on endothelium with not optimal visual acuity. Patient might need corneal transplant.